Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the xenon light source exhibited scope communication error b30. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, h2, h3, h4, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In in addition, the following reportable malfunctions were identified during the device evaluation: scope connector has fluid and is corroded, tube has white residue, foreign material is not available for sampling. Based on the results of the investigation, a root cause of the communications errors could not be determined as they were not confirmed. However, the foreign material on the device is due to not following instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.